Manufacturer narrative:
E1: reporter information: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was not allowed to change into high flow mode and the air pressure was not continuous. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site on 19jul2024 to evaluate the device. The fse found that the device switched perfectly from high flow mode to the other device modes. The equipment pressures were checked, and everything was correct. The fse informed the customer that if they would like more training on the device from philips, then they should let philips know. The fse completed a performance verification test and the device passed. The fse returned the device to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: d4 - product UDI.